Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 03-jan-2022. The device evaluation was completed on 06-jan-2022. The device was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and an evaluation of all its features. Visual analysis of the returned device revealed that no damage or anomalies were observed on the thermocool® smart touch® sf uni-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature, and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. A manufacturing record evaluation was performed for the finished device 30583856l number, and no internal actions related to the complaint were found during the review. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. No malfunction was observed during the product analysis. The instruction for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4),

Event description:
It was reported that a (B)(6) female patient underwent a cardiac ablation procedure with a (B)(6) uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient suffered cardiac tamponade and the surgery was delayed by thirty minutes due to the reported event. Pericardial blood was drained, and the procedure was successfully completed. No fragments were generated. It was reported that other medical intervention was required; however, it was not clear on what the other medical intervention was. The patient is not part of a clinical study. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).